Manufacturer narrative:
Device evaluation-used samples were received for evaluation. The samples were given functional testing: this showed the used sample leaked at the filter air vent area. No leakage was found for the unused samples. The issue was determined to have occurred due to a manufacturing issue. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. This review included the following procedures: bonding operation and visual inspection. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: this inspection showed no issues with the products being assembled. Functional testing of 4 of these samples showed no leakage. In response to an earlier similar complaint a corrective action investigation has been initiated by the manufacturer.

Event description:
It was reported that the device leaked from the filter area. No adverse effects to patient reported.